Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal interventional procedure. Reportedly, there was slight resistance felt half way inserting the proglide device. When confirming blood flow through the marker lumen, there was blood flow but not normal. It was between pulsatile and oozing. The physician retracted the device a bit and then attempted to try again to get blood flow but the same happened again. It was confirmed that the device was not deployed and force was used to remove it. When the device came out, it was noted that the sutures were wrapped around the device. There was no tissue damage noted. Arterial accessed remained and another 6f sheath was inserted through the guide wire. Hemostasis was achieved with a 6f sheath and manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty inserting and removing with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported tangled sutures were not confirmed. The reported blocked marker lumen was confirmed. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.